Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid found within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and failed due to the alarm, make sure heater bag is on heater tray. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The hp1 filter was found to be clogged and it was replaced with a clean filter. A second post-ast simulated treatment was initiated and passed without failure. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 20-nov-2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette compartment door when removing the cassette after canceling pd treatment. The patient cancelled treatment due to the patient line is blocked and air detected in cassette alarms. The patient's contact reported receiving three patient line is blocked alarms during drain 4 of 4 and an air detected in cassette alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient's wife reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. She indicated that she observed below the first bubble from left about 6 inches of the tubing appeared flattened. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The set used by the patient is available. Shipped a sample return kit to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.